Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. Additionally, analysis suggests that the product was used in a surgical procedure. Visual functional indicated no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. No enhancements or improvements were generated for the reported condition. There was no reported condition to confirm. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, the needle fell off the endostitch.